Event description:
A customer observed negatively biased glu results for qc fluids, a calibrator and one pt sample following calibration of a new lot of slides on the vitros dt60 analyzer. Negatively biased results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.